Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 520 mg/dl with high ketones and nausea. Cause was not known. Customer attempted to treat the elevated bg level with a correction injection as well as performing a supply change. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 6 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.